Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-2-uni-celect . Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: without clinical imaging and medical records it is impossible to comment on the celect filter, which allegedly fractured and perforated approx. 16 months after filter placement; one leg fractured and migrated to the kidney, one leg perforated vc into duodenum, the filter tilt and the hook gone through caval wall almost into aorta, and the difficult filter retrieval. Unsure if "1 x leg was also in the kidney", is the fractured leg or a different leg. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Also, manipulation in the area of the filter implant or a blood clot captured inside the filter may contribute to changes in the filter configuration and/or filter placement. Fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. Perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter tilt, fracture, and perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: patient female in her (B)(6). Celect filter placed on the (B)(6) 2012 as part of an ileo femoral venous stenting procedure for may thurner. Retrieval attempt made unsuccessfully on the (B)(6) 2012 - filter tilted. Hook and legs appear to be out of the ivc. This patient has been followed up a number of times post placement by CT. On (B)(6) 2013: hook projecting into the aorto caval soft tissue. A couple of limbs trapped in what is presumed the renal vein. A couple of the limbs projecting anterolaterally into peri caval soft tissue towards pancreas/duodenum. On (B)(6) 2013- comparison with CT (B)(6) 2013. Ivc "stuck position" - ivc filter at level of renal vein. Several prongs noted to penetrate adjacent structures. No evidence of leak or rupture. Last CT on the (B)(6) 2015: the dr stated that a fractured limb had migrated to the kidney. 1 x leg was also in the kidney, 1 x leg had perforated through the vena cava into the duodenum. The hook has gone through the caval wall almost into the aorta. Patient outcome: the patient is currently completely asymptomatic.